Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on:(B)(6) 2008 the patient presented with complain of persistent neck pain status post previous interbody fusion at c5-c6 and the following preoperative diagnosis: cervical nonunion c4-6, c5-6. She underwent a workup including CT which showed evident nonunion of 5-6 questionable union of c4-5. The patient underwent the following procedure: posterior spinal fusion c4 to 6 with spinal instrumentation, bone graft matrix and rhbmp-2/acs. Per op notes: "the spine was burred for decortication. Rods were cut and contoured affixed within the top loading screws. Plugs were tightened and tensioned. The posterior elements were then packed with a combination of bone graft and a small kit or rhbmp-2/acs. "On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.